Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was found with multiple issue including a ripped and damaged downstream occlusion seal. A ripped downstream occlusion (dso) seal can impair the pump¿s ability to accurately detect occlusions, which may result in delayed or missed occlusion alarms and potential interruption or under-delivery of therapy. There was no patient involvement and no harm/adverse event reported.